Event description:
It was reported that during routine outpatient management, the ventricular assist device (vad) coordinator recognized a left ventricular assist device (lvad) fault alarm. The log files were sent in for analysis; they confirmed the lvad fault alarm, and further analysis by the engineering team revealed a progredient problem with the stability of the rotor caused by a decreased reference voltage. They recommended that the patient have a pump exchange. On (B)(6) 2022, the patient underwent a heart transplant and the pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported lvad fault alarm was confirmed during the evaluation of (B)(6). It was reported that the alarm was observed during a routine clinic visit. Review of the submitted log files found that the alarm was due to the referenced voltage value inside the pump drifting out of range. The data showed a steady decline in the reference voltage value beginning approximately around 16mar2022. The decline eventually led to the lvad fault alarm becoming active on 7apr2022. The change in reference voltage resulted in slight increases to pump power consumption, rotor noise, pump temperature, and flow estimation. The submitted log files showed that the pump continued to operate at the set speed after the onset of the lvad fault alarm. The pump was returned assembled with the pump cable cut approximately 2.5¿ from the housing and the severed portion was not returned. The initial examination of the pump did not reveal any anomalies that would have contributed to the reported alarm. After cleaning, the pump was connected to a test system controller to download the log files. The reported lvad fault alarm immediately became active upon powering the pump. The pump also demonstrated an atypical vibration while operating and the rotor had a visible wobble while in pulse mode. The pump was operated on a mock circulatory loop and was unable to pass manufacturing test procedure. The pump motor was subsequently cut out of the housing and forwarded to the abbott zurich facility for further evaluation. The evaluation revealed an issue with the 1.5v reference voltage in the hm3 integrated motor controller (imc) printed circuit board (pcba). The issue was isolated to damage of the low side feedback resistor of the 1.5v reference voltage generation component. The damaged component was removed and replaced with a new resistor. This resolved the issue with the offset in the phase current measurements and normal motor operation was reestablished. The damaged component was forwarded to an outside lab for further analysis. The increased resistance initially measured in the component mostly disappeared during the analysis. However, the increased resistance was able to be isolated to a specific layer in the component. The specific root cause of the resistor damage was unable to be determined. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The device explant section of the IFU provides instructions for explanting the left ventricular assist device. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. No further information was provided. The manufacturer is closing the file on this event.